Event description:
On february 15, 1999, safeskin corporation was served with a lawsuit. Plaintiff's claim alleges the following: skin and eye irritation, bronchial asthma, wheezing, shortness of breath, difficulty, frequent migraine headaches, anaphylactic reaction and shock, allergic latex sensitivity, fatigue, emotional distress, shock and fright.